Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of infection was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because the product analysis could not confirm the most probable cause the reported events through investigation of the reservoir.

Event description:
It was reported that the patient underwent a revision procedure due to an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted.